Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the pump was refill on (B)(6) 2019 with 20ml of baclofen (2000mcg;/ml at 2000mcg/day). There were no further complications reported at this time.

Manufacturer narrative:
Type of reportable event update: the type of report was updated from previously being a reportable malfunction to now a reportable serious injury. The previously applied patient code c76143 is no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer (patient¿s mother). It was noted that the pump was alarming/beeping. It was further indicated that the pump had run empty and started beeping. The sound heard was consistent with a pump alarm. The patient was admitted to a hospital. It was noted that a company representative had met the patient at the hospital and discovered a motor stall had occurred. It was indicated that as per the company representative the motor stall would not of had an effect on the patient¿s therapy and that the pump was working as intended. The patient¿s kidneys had failed, their lungs collapsed, was in a coma for 8 days, had neurological issues, and also bad withdrawalsymptoms for a week and a half. Regarding neurological issues and having been admitted, the date of the event was (B)(6) 2019. The motor stall occurred on (B)(6) 2019. The managing physician did not have rights to the hospital and could not come and fill the patient¿s pump. After the patient came out of the coma, a neurologist had filled the pump. The pump was filled, and the patient was discharged from the hospital. The date of the event was described as (B)(6) 2019; approximately two weeks before mother¿s day. The patient was at two different hospitals and was currently hospitalized. It was f urther reported that the patient had swelling and an infection around the pump. The infection was confirmed. The date of the event regarding infection was (B)(6) 2019. They wanted the logs pulled from the pump and they were redirected at the time of the report to the healthcare provider. The pump was currently administering baclofen of unknown concentration at an unknown dose rate. Physician listings were provided as requested.

Manufacturer narrative:
The type of report was updated from previously being a reportable malfunction to now a reportable serious injury. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative on 2019-jun-15. The patient was in the hospital over the weekend and the patient¿s mother claimed the pump was not working. The pump showed no active alarms and the pump had drug in the reservoir. Nothing abnormal was found. It was further noted that the patient¿s mother was not happy with the care at the hospital and the patient was taken to another hospital. It was further noted that the pump logs showed a motor stall and recovery had occurred on (B)(6) 2019; there were no active alarms. The patient had medication left in the pump. Additional information was received via a healthcare provider (hcp) on 2019-jun-17. It was noted that the patient¿s mother was convinced the pump was not working. It was noted that the last time the patient was at this facility the pump had been off and the mother wanted it to remain off. The hcp was unsure what had happened in the meantime. No patient symptom was reported. The event was described as having occurred in (B)(6) 2019 (mont h and year known only). The pump was currently administering baclofen of an unknown concentration at an unknown dose rate. Additional information was received via a company representative on 2019-jun-18. A dye study was performed on (B)(6) 2019. The radiologist aspirated 3 ml of drug and cerebrospinal fluid. Pictures were taken following the catheter from the pump to the catheter tip. The catheter was attached at the pin connector to pump. The catheter had been tunneled in the subcutaneous tissue up to the high thoracic area where the catheter entered the spine and intrathecal space. More images were taken, and it was established that the catheter tip was at c2. Radiopaque dye was injected and followed along to the catheter tip. There was an appropriate pattern of dye coming from the catheter tip in the intrathecal space with no accumulation of dye anywhere else. The dye study had normal findings.

Manufacturer narrative:
Hospitalization having been previously selected is no longer applicable. The type of report has been updated from previously being a reportable serious injury to now a reportable malfunction regarding additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a physician via a company representative. It was clarified the pump had been off and the mother wanted it to remain off as previously reported was not correct. The pump was empty, and the mother did not want it to be refilled. After several weeks the mother demanded it be filled and it was filled at that time in their facility. The cause of the motor stall was not determined. It was unknown if the patient had magnetic resonance imaging or not. It was unknown what symptom, if any, the patient experienced. The patient was in the hospital for cellulitis initially. Regarding the pump not working and if an issue was confirmed, it was noted that no issues were found with the pump or catheter. Regarding the pump not working, it was noted that the patient was having issues with depression and infection, but no known symptoms related to the pump. Regarding actions taken to resolve the issue, it was noted that no further action was needed as there never was an issue to be resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving baclofen (4000mcg/ml at 4403.07mcg/day) via intrathecal drug delivery pump. The indication for use was noted as intractable spasticity. It was reported that the patient had missed a refill and the pump was empty. The patient had a long hospital stay due to ot her issues and missed the refill appointment. A factor that may have led or contributed to the issue was patient illness, not due to the pump. No actions were taken to resolve the issue. As of (B)(6) 2019, the mother did not want the pump refilled. The event date was (B)(6) 2019. The issue was not resolved and the patient was "alive - no injury." No symptoms were reported. There were no further complications reported at this time.